Event description:
There was an allegation of questionable results for multiple assays from the cobas 6000 e601 module. Sample 1 initial elecsys pth result was 74.15 pg/ml. The repeat result on the same day was 44 pg/ml and on (B)(6)2024 was 67.75 pg/ml. Sample 2 initial elecsys ft4 IV result was 33.14 pmol/l the repeat result on the same day was 22 pmol/l and on (B)(6)2024 was 21.64 pmol/l. Sample 3 initial elecsys ft3 iii result was 3.71 pmol/l the repeat result on the same day was 7.60 pmol/l and on (B)(6)2024 was 3.79 pmol/l.

Manufacturer narrative:
The pth reagent lot number was 77828801 with an expiration date of 31-aug-2025. The ft4 reagent lot number was 76723501 with an expiration date of 31-jan-2025. The ft3 reagent lot number was 75320501 with an expiration date of 28-feb-2025. The field service engineer found low pressure in the gear pump. He replaced and adjusted the gear pump head. The investigation determined the service actions resolved the issue.